Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced and excessive no delivery test or verify charge, battery lasts less than expected unknown anomaly due to blank display. Pump received with broken battery tube threads and cracked case display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was break at battery compartment. Customer noted crack at battery compartment during battery insertion and the whole chunk was missing. Customer¿s blood glucose level was 124 mg/dl. Customer reported that the crack was extending on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.